Event description:
It is reported that a customer has issues with the battery life on their insulin pump. The patient's blood glucose level was not recorded. The customer was helped with trouble shooting on the insulin pump and the device failed to pass the battery test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.